Event description:
It was reported that the ilet charger stopped working, and a replacement charger was provided. No reported clinical effects. Outcomes included no reported impact to the user. Investigation included a review of the reported malfunction and device history review as applicable to the accessory. Investigation of this case revealed a charger malfunction consistent with failure to charge. It was concluded that the event involved a malfunction of the charger accessory, and a replacement was issued.